Event description:
It was reported that during a pta/stenting treatment procedure, removal difficulties were encountered. The physician was advancing the catheter into the aorta just beyond the renal artery when the outer sheath of the symphony stent began to independently retract. The handle on the distal portion of the deployment device remained in the locked position. With the distal portion of the stent exposed on the catheter, the physician was pulling back the delivery system through the sheath to remove it when resistance was encountered. The physician then removed the entire system as a unit. Another stent was used to successfully complete the procedure. No patient injury or complications were reported. The patient is reported as 'fine' following the procedure.